Manufacturer narrative:
An internal biomérieux investigation concluded the following: the organisms are not present within the bottle when received at the sites, but rather is introduced to the bottle during inoculation at the testing site. The broad range of species and strains recovered indicate the contaminants do not stem from a single source. Testing practices or environmental conditions at the testing site are the root causes. The root cause is not within the control of biomérieux. An info bulletin will be issued to the field that describes the investigation results and reemphasizes the preparation protocol described in the package insert.

Event description:
A customer reported a discrepant result when using the bact/alert® culture bottle. The culture bottle flagged positive and was sub-cultured to reveal an environmental contaminant (bacillus spp.); however, the healthcare professional determined the patient was not infected by that organism. The customer reported there were no signs of contamination, yellow-colored sensors or turbid media present prior to inoculation. When specifically asked, the customer indicated that no death, injury or mistreatment was associated with this issue. Biomerieux has initiated an investigation into this issue.